Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr of lot #reua0269 showed two other similar product complaint(s) from this lot number. (310016, 310019, 310022).

Event description:
It was reported that in the thirteenth time use was the disruption of the lumen of the catheter.